Event description:
During product evaluation by a baxter service technician, an infuso.r. Pump required the replacement of a mounting plate. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is association with this event. This condition had the potential to interrupt delivery. This was not reported by the customer. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was unknown, however the mounting plate was replaced to correct the observed condition. If any additional information is received, a follow-up MDR will be sent.